Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in the proximal right coronary artery. After pre-dilation, a 3.0x12mm promus element plus stent was advanced for treatment but could not cross the lesion. Upon removal, stent damage was noted on the proximal edge of the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient status is fine..

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).device is combination product.device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).